Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ((B)(6)) therapy system stopped functioning. Diagnostic testing revealed high impedance readings on multiple lead contacts which is potentially the cause of the reported functioning issue. Reprogramming was undertaken in an attempt to address this matter but was unsuccessful in providing complete therapy coverage to the patient. The patient will undergo surgical intervention as the next course of action.please note the model#, lot# and implant dates are unknown for the patient's lead are unknown.